Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Visual inspection found a degraded upstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor and upstream occlusion seal. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette not locked and motor service due. During physical inspection, it was found that there was a degraded downstream occlusion seal. There was no patient involvement, no patient injury was reported.